Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pacemaker upgrade procedure, physician noticed insulation abrasion on the right ventricular lead. Prior to the implant there was no evidence of a lead issue. There was no noise or impedance change. Physician explanted and replaced the lead. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.